Event description:
The catheter was inserted without any problems, however, the next morning, the patient returned to the hospital with inflammation to the insertion area. The catheter was removed.

Manufacturer narrative:
Evaluation: product was returned for examination. Two sets were tested and the integrity of the product packaging was not found to be compromised. Additionally, historical data shows that biocompatible testing has been performed on the material used to manufacture the device and it was found to be acceptable. At this time, based on the known information, we are unable to determine why this event may have been occurred.